Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of call, customer had not address bg level, stated once home would administer a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.